Event description:
It was reported that a sterility issue occurred. A permanent sled bag was used along with an avvigo plus system. After the procedure had completed, a boston scientific sales representative noticed that there was a hole in the permanent sled bag where the catheter clips in. The procedure was completed using this device, as the hole was not noticed until the procedure had been completed. No patient complications were reported due to this event.